Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a pediatric urologist accidentally injected expired deflux during a case. The physician believes that this will not be clinically harmful to the patient and has already gone through proper channels to report within her health system.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a pediatric urologist accidentally injected expired deflux during a case. The physician believes that this will not be clinically harmful to the patient and has already gone through proper channels to report within her health system.".